Manufacturer narrative:
Submit date: 10/19/2016. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a urinary catheter. The representative reports: assistant was placing a catheter into the patients bladder, the balloon of catheter would only accept 3mls of fluid nil further, unable also to withdraw fluid from the balloon, the catheter was then cut in attempt to remove fluid from the balloon and it still would not deflate, so unable to remove catheter. It was confirmed that the catheter had to be forcibly removed from the patient still inflated and that the patient bled upon removal.

Manufacturer narrative:
An investigation of the reported condition was performed. A sample was not received for the evaluation, as the customer discarded the product. Thus, the investigation was based on the trend analysis and batch history review only. A review of the device history record (DHR) could not be performed as a lot number was not provided by the customer. However, as part of the manufacturing process, a device history record is generated for the lot of product meeting all acceptance criteria prior to its release. The reported condition could not be confirmed. Based on the complaint description, the issue is most likely defined as a partial deflation which was used for retaining devices. The possible root cause for non-deflation is usually associated with the inflation medium mechanism in route into the retaining balloon, which govern by location of the orifice of the inflation line into balloon. The off center orifices that are located too near to edges of balloon will lead to pressure exerted in a non-symmetrical manner, creating blockage on the orifice. Thus the inflation medium would not come out, creating the non-deflation issue. The investigation was done based on trend analysis. Since no negative trend exists, an actual root cause for the reported condition cannot be specifically identified and a corrective action will be limited to the manufacturing awareness issue. No further corrective action is required at this time. This complaint will be recorded for tracking and trending purpose. No containment action is required as the batch produced met all quality requirements and units produced in batches had been sampled accordingly. If information is provided in the future, a supplemental report will be issued.